Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed in the pump logs. User made bolus requests without entering current bg level and still having insulin on board (iob). Basal rate was adjusted at 4:01am from .3 u/hr to 1.3 u/hr. This basal rate adjustment seem to be extreme. Basal rate has since been adjusted slightly lower. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Extreme basal rate adjustments could cause bg levels to drop. There is no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 45 mg/dl and carbohydrates were consumed to address the bg level. The cause of the low bg was not known. As the low bg had been resolved, tandem technical support advised the customer to discuss the event with a healthcare provider.